Event description:
The physician was attempting to use an input introducer during a procedure. The device was removed from packaging, inspected and prepped per IFU with no issues noted. It is reported that the introducer had a hole in the sheath before the valve. The physician did not insert any device through the lumen of the introducer. There was excessive bleeding. The physician has to compress the area to stop the bleeding. The device was replaced with another one. The patient suffered a temporary injury in the form of a hematoma. Patient status post procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.